Event description:
Discordant potassium (k), chloride (cl), magnesium (mg), glucose (glu), calcium (ca) and sodium (na) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient after chemotherapy treatment and tested on the same instrument, resulting higher on some assays and lower on others. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant k, cl, mg, glu, ca and na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, tsc discovered that the customer obtained abnormal assay errors on the hil (hemolysis, icterus, and lipemia) result associated with the patient sample. Tsc advised the customer to question and investigate sample results when hil results are abnormal or flagged. Tsc also found result monitor for the specimen to be low, indicating the sample, drawn from a central intravenous line, was diluted. The cause of the discordant k, cl, mg, glu, ca and na results is a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.